Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown mg/dl. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was unknown mg/dl. The customer stated prming process seems quicker and pump faild to alarm for no delivery. The customer was offered to transfer to 24 helpline but declined.